Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Lot identification is necessary for review of device history records, lot identification was not provided. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: dislocation and head and liner exchange with open reduction. A definitive root cause cannot be determined. The complaint is confirmed based on the medical record findings. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information at the time of this report.

Event description:
It was reported that the patient underwent a revision procedure 1 month post implantation due to recurrent dislocation. There is no additional information available at the time of this report.

Manufacturer narrative:
(B)(4). D10: 11-107016, item name freedom constr hd 36mm t1 -6mm, lot # 270970. The device will not be returned for analysis as it¿s location is not known; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted